Event description:
Complaint from medwatch report: it was reported "upon opening and inspecting the endotracheal tube (hudson rci 7.0mm) in preparation for anesthesia/surgery, approximately 1cm long plastic foreign matter was observed in the lumen". Original intended procedure was reported as "intubation". No patient involvement reported.

Manufacturer narrative:
(B)(4). Medwatch report: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.